Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the e-100 generator. System inspected, tested, and verified as ready for use. Intuitive surgical, inc. (Isi) received the e-100 generator involved with this complaint and completed the evaluation. Failure analysis (fa) could not replicate the reported complaint. This unit was installed into the test system, and there were no issues with the synchroseal instrument. Fa used the synchroseal instrument with a saline dipped gauze in the jaws and fired the yellow sync activations pedal and the cut/seal pedal about 100 times and the e-100 generator worked fine without any issue. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer when the customer called for assistance. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a sleeve gastrectomy procedure. This complaint is considered a reportable event due to the following conclusion: the e-100 generator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with an esu generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the robotics coordinator called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that the e-100 generator was erroring repeatedly. The robotics coordinator stated that they had rebooted and hard cycled the e-100 generator a few times but this was an ongoing issue. It was noted that they had proceeded with the case using the vessel sealer instrument with an erbe generator. The procedure was completed as planned with no reported injury. Isi made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.